Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A DHR review was performed for lot 3864779 and no discrepancies or non-conformances were found that would have contributed to the reported event.

Manufacturer narrative:
The device was discarded. There is a same lot sample available for evaluation and it has not been received.

Event description:
The event involved a primary plumset that was noted to have a leak of paclitaxel. It was reported that a 300 ml container of paclitaxel was to infuse at 300ml/hour, to infuse over 1 hour. 30 minutes after an infusion was begun, leakage was noticed on an unspecified location on the tubing set. The tubing set was replaced and after 10 minutes, the second tubing set leaked, requiring the tubing set to be replaced again. The identified mating device involved was a nexiva IV catheter. There was a report of unprotected chemotherapy exposure and a delay in critical therapy; however, there was no adverse event and no medical or surgical intervention required. This report reflects the second tubing set that leaked.